Manufacturer narrative:
The lot number is not known.

Event description:
Information was received indicating that the patient reported a leak at the filter while using a cadd cassette. The patient switched to a new set to resolve the issue. There were no adverse events reported.